Manufacturer narrative:
No button error alarm noted during testing. The device had intermittent button response due to corroded keypad traces. The device had minor scratched display window and cracked reservoir tube lip. The device had no moisture damage noted on electronic assembly and on motor.

Event description:
It was reported that the customer forgot to remove the insulin pump before going into the sea. Customer stated that the insulin pump got wet and alarmed button error. Customer's blood glucose reading at the time of the call was 223 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.